Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during biomed testing, the autopulse (s/n: (B)(4) displayed a "system error - out of service" error message. There was no patient involvement reported. No other information was provided.